Event description:
The complainant reported that the clinicians were performing a therapeutic procedure on a patient using a gemini stone retrieval paired wire / helical basket. During the procedure the device would not retract. The clinician reported that the device was inserted into the scope in a closed position, the stone was grasped, but the basket would not close around the stone. The stone fell out of the basket and the basket was removed from the patient in an open position. The device was successfully removed with no adverse affect to the patient. The physician then obtained another of the same device and successfully completed the patient procedure. The complainant reported that there was no adverse affect to the patient as a result of the reported problem.

Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed.